Event description:
It was reported that the patient presented for a follow-up visit in the clinic and had experienced multiple falls post-implant due to imbalance and gait disturbance. Device interrogation showed that the left ventricular (lv) lead exhibited failure to capture. Fluoroscopy confirmed lv lead dislodgement. The lv lead was explanted and replaced. No adverse patient effects were reported, and the patient was discharged following the procedure.